Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine visit. Upon interrogation, the ICD exhibited noise episodes. Reprogramming was performed. The patient's condition was reportedly good.